Manufacturer narrative:
During use, the angiosculpt device was inflated above rbp and during withdrawal, the device separated in two pieces. Additional intervention was required to remove the distal portion of the device, resulting in a prolonged procedure. No piece of the angiosculpt device was retained in the patient. The distal portion of the angiosculpt device was returned intact to a 0.014" guide wire. This includes the distal tip, distal bond, balloon, scoring element, two marker bands, inner member, and intermediate bond. All device components proximal to the intermediate bond were not returned; which includes the transition tubing, proximal bond, proximal shaft, strain relief, and hub/luer. Visual inspection found a bent distal tip and an accordioned balloon that detached from the intermediate bond. Additionally, a longitudinal tear was noted on the proximal portion of the balloon and the scoring element was partially detached at the intermediate bond. Based on the complaint details, the angiosculpt device was used off-label. The balloon was inflated above rbp and ruptured. The IFU warns to not exceed the rated burst pressure as indicated on the product label. For device removal, some degree of force was applied that likely caused or contributed to the device separation. The IFU warns if resistance is met during manipulation, determine the cause of the resistance before proceeding. In addition, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt device was inserted in isr of the mid sfa with no issues. Then, the balloon was inflated above rbp and the balloon ruptured. Upon removal, resistance was noted and the balloon portion got caught in the introducer sheath. In order to remove from the patient, some degree of force was applied, resulting in a device separation. The distal portion of the balloon was left in the patient; however it was able to be removed by performing a cut down approach. No piece of the angiosculpt device was retained in the patient. The procedure was completed with a laser device.